Manufacturer narrative:
On (B)(6) 2018 the consumer discarded the product. Therefore, an investigation can not be complete. The consumer has also agreed to receive a replacement.

Event description:
On (B)(6) 2018 the consumer claims to have received a shock while in user of the product. The consumer states that the product is ripped a little because of the use. The consumer discarded the product and has agreed to receive a replacement.